Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the pacing lead body was observed to be kinked. The lead was attempted but not used. No patient complications have been reported as a result of this event.